Manufacturer narrative:
Ui load fill estimate the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. Cart change error the failure investigation has been completed and the alleged issue was verified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. It was also reported that cartridge change errors with multiple cartridges during the load sequence. Customer¿s blood glucose level was 300 mg/dl.